Event description:
It was reported that there was high impedance and a lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event. The patient was noted to be part of the system longevity study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was high impedance and a lead fracture. The lead was explanted and replaced. The patient was noted to be part of the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the defibrillation coil was distorted, the inner tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, there was a white substance on the exposed defibrillation coil, there was a white substance on the outer insulation, there was a white substance on the outer overlay tubing, there was a white substance on the ring electrode, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was tissue on the helix and there was apparent explant damage; full lead in segments returned and analyzed.